Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via antegrade approach. The 90% stenosed target lesion was located in the moderately tortuous anastomosis shunt. After a guidewire crossed the lesion, a 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 23 atmospheres after 60 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.